Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6), 2013. Subsequently, patient's legal counsel reported patient was revised on (B)(6), 2015 due allegations of femoral stem fracture. A review of invoice history confirms the modular head and acetabular liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head showed evidence of fracture and metal transfer at the taper. However, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings and precautions, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Number 37 states, "the surgical technique as outlined by the surgeon should be followed. Deviations from the recommended technique could result in early loosening/failure of the device, or other adverse events as outlined in the following section."

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2013. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2015 due allegations of femoral stem fracture. A review of invoice history confirms the modular head and acetabular liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.